Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 btt. Upon inflating, the balloon burst on the btt. Opened new kit to finish case. The hospital did not report any patient effects.

Manufacturer narrative:
Update sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). A lot history record review was completed for lots 25154845, 25155932, and 25156128 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 btt. Upon inflating, the balloon burst on the btt. Opened new kit to finish case. The hospital did not report any patient effects.